Manufacturer narrative:
(B)(4).

Event description:
It was further reported that after the 24mm closure device was removed sweeps were performed confirming that there was no pe. At that time. The 27mm closure device was immediately removed after the pe was visualized, because there was a continuing shunt between laa occluder and the laa wall. A pericardiocentesis was performed;however due to persistent bleeding a thoracotomy with surgical laa amputation was also completed.

Manufacturer narrative:
The complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-09136, 2134265-2017-09414. It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was described as a chicken wing shape. The watchman access system (was) was deep seated in the laa. At first a 24mm watchman laa closure device & delivery system (wds) was advanced and deployed. It was partially recaptured once and then fully recaptured as it was too small. There was no signs of a pericardial effusion at this time. Then a 27mm watchman laa closure device was deployed, but the shoulders did not open at the ostium, so a partial recapture was performed and the device was re-deployed. The closure device was removed. Pericardial effusion with tamponade was observed. The patient underwent surgery. There were no further patient complications reported and the patient's condition was stable.